Event description:
Parent called to report that the pt's pump had no sound associated with it at all. No sound for bolus, alarms, etc. Patient received an occlusion alarm in the middle of the night with no audible sound. Patient's blood glucose was 300 and was only detected during a basal test. Animas clinical manager did troubleshooting and confirmed that the pump makes no audible sound.